Event description:
It was further reported that the thrombocytopenia was due to the surgery, and the patient did not experience excessive bleeding during the procedure. The patient underwent observation for the thrombocytopenia, and the condition resolved spontaneously.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a gradual rise in pacing threshold. During an attempted complete extraction of the rv lead, the lead fractured and experienced an insulation break. The whole rv lead could not be extracted, the distal portion remained implanted, and the lead was replaced. Upon removal of the transesophageal echocardiogram probe during the procedure blood was noted on the probe. After evaluation it was indicated the patient had a dissection of the lining of the esophagus due to the probe. The patient had a peripherally inserted central catheter (PICC) line placed in order to receive total parenteral nutrition (tpn) and medications. Additionally, the surgeon felt the prolonged length of the surgery due to the complicated rv lead extraction caused the patient to develop thrombocytopenia caused by blood loss. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.